Event description:
Subject presented to ed on (B)(6) 2025 with chief complaint of fever and abdominal pain. (B)(6) 2025 admitted to the (B)(6) for abdominal pain, fevers and up trending bili/alk phos. During admission underwent ercp with cbd stent swept with food debris and placement of 2 biliary stents thru existing stent. Also received course of ciprofloxacin. Study pi/provider assessed sae as: 1. 1 ctcae term. Stent malfunction (investigation others per ctcae). 2. 2 grade. 3. 3. 3 is it related to calaspargase (inv)? Not related. 4. 4 is it related to cobimetinib (inv)? Not related. 5. 5 is it unexpected? No.